Event description:
Customer reported the system is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the season adjusted the 5 volt power supply because the voltage was low at 4.9 vdc, adjusted the voltage to 5.2 vdc and changed the 3 volt coin battery on the generator interface board. System operates as intended.